Event description:
This 62-year-old female underwent bilateral mastectomies with insertion of silicone gel implants in 1985. Since that time she has experienced ongoing chest wall concerns along with tingling in both hands and has decided to have the implants removed. Gross exam of implants: intact right and ruptured left (0.1 fenestration of the implant between the capsule and implant is a layer of sticky stringy viscous material). Exam of both capsules show fibrous with histocytic reaction.